Event description:
(1/2 reference (B)(4) for related complaints) medwatch (B)(4), (documenting the pump )patient reports non disposable tubing error on pump due to cassette (lot number 4219999). Patient attached cassette to backup pump and was able to continue infusing. No other information known.